Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection revealed that the returned instrument shows no manufacturing abnormalities. Product was out of the original packaging. No packaging returned. The tip is worn from use. The shaft covering is damaged and exposes a portion of the metal shaft below it. A functional evaluation revealed the controller generated an e7 error when the wand was connected. When used with a bypass box the wand produced plasma as expected and had no issues activating coag. The resistance measured at 1.05 kilo ohms. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences. Other factor lines include 1) mechanical displacement of tissue through applied force or using the device as a lever to enlarge a surgical site or gain access to tissue. 2) damage to the tip and/or shaft insulation that occurred as a result of contact with metal objects while activating the wand. 3) contacting the distal portion of cannula with the shaft when inserting and removing the wand. Based on this investigation, there is no evidence to suggest a design, material or manufacturing issue. Therefore, the need for corrective action is not indicated.

Event description:
It was reported that during a hip arthroscopy, one (1) ambient hipvac wand was not functioning efficiently. The plastic coating began to detach, probably due to excessive wear in the tight joint space. All the detached plastic fragments were flushed away using the shaver. The procedure was resumed, after a non-significant delay, using an equivalent s+n back-up. Additional anesthesia was not required as consequence of the surgical prolongation. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alter the conclusions of this report, a follow-up report will be submitted as required.